Manufacturer narrative:
Evaluation, results, conclusion: inherent risk of procedure -stent embolism; conclusion not yet available - evaluation in progress. (B)(4).

Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device- complex location of the lesion site, lm/lad/lcx requiring numerous kissing balloon pre-dilations; deformation problem- stent was severely deformed; related to operational context - no abnormality noted during preparation and inspection of the resolute integrity device prior to use, event most likely procedural related. Conclusion: device failure/lack of effectiveness related to patient condition-complex location of the lesion site, lm/lad/lcx requiring numerous kissing balloon pre-dilations; operational context caused or contributed to the event- no abnormality noted during preparation and inspection of the resolute integrity device prior to use, event most likely procedural related.

Event description:
Evaluation summary: the device and stent were returned with the stent attached to a snare device. The stent was severely deformed . The balloon folds were opened indicating that the balloon had previously inflated. There were crimp impressions visible on the balloon. Image review: review of the procedural images confirm the presence of previously deployed stents in the lad and lcx. Numerous pre-dilations using the kissing balloon technique are performed. During the procedure a guideliner is advanced possible as additional support to deliver the stent device. There are no images capturing the dislodgement of the resolute integrity stent and the subsequent retrieval with a snare device.

Event description:
The physician was attempting to use a resolute integrity drug eluting stent to treat a lesion in the distal left main /proximal circumflex. No abnormality noted during preparation and inspection of the resolute integrity device prior to use. The lesion was predilated with 40% stenosis remaining. During the procedure, several attempts to pass the resolute integrity stent were unsuccessful and the stent striped off the balloon. The stent was removed with a snare. The lesion was treated with another resolute integrity. No patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.